Event description:
The customer reports that a tip with sample in it did not eject. The customer states they did not see an error message. The tip was dragged across the plate. The plate was aborted.no contamination was presented.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a bent tip clamp in position #5, position #4 and a crimp in 2 pole cable position #5. The fe replaced tip clamps in position #5, #4 and 2 pole cable in position #5. The fe ran functional checks in diagnostics and customer software without issue. Repairs have returned the instrument to expected operation